Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarms low battery, weak battery and failed battery test. Customer's blood glucose was unknown. After troubleshooting was done, the customer was advised that we would send replacement battery cap. Customer was advised to monitor when changing battery and call if there are any issues with it.